Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they called emergency medical service due to low blood glucose on unknown date with blood glucose of 61 mg/dl. Customer called paramedics as a result of low blood glucose level. The customer was treated with glucose tablet. Customer stated that they experienced weakness due to low blood glucose. Customer stated that insulin pump was cracked. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.